Event description:
It was reported that the patient presented after experience interference when using a cell phone or computer tablet. The patient experienced palpitations and a change in heart rate. Noise reversion episodes were suspected. Programming changes were discussed

Event description:
New information available on (B)(6) 2017 states that, the patient was in stable condition.